Event description:
It was reported that the 6600 system would not boot up and the thumbnail images would not display. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was re-installed and the image processor was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.